Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt the lead had high impedance. The lead was retracted and placed in a different location with subsequent high impedance also seen. Perforation was suspected. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.